Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 20 mg/ml at 5.137 mg/day and bupivacaine 10 mg/ml at 2.569 mg/day via an implanted pump for an unknown indication. It was reported a motor stall occurred and the pump was replaced on (B)(6) 2019 and would be returned. It was reported the event/difficulty occurred on (B)(6) 2019 during normal use. It was noted the patient woke up on (B)(6) 2019 feeling very sick with sweats, nausea, and flu like symptoms. The patient went to the doctor¿s office where the logs were red and it was discovered there was a motor stall. The stalled pump was replaced with a new pump and the issue was resolved at the time of this report. Other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked, but unknown. The patient¿s status at the time of this report was ¿alive- no injury.¿ no further complications were reported or anticipated.

Manufacturer narrative:
The evaluation code-conclusion has been updated for this event. Code-conclusion applies to the following analysis finding: destructive analysis determined that the screw for gear wheel number three was loose. Code-conclusion applies to the following analysis finding: destructive analysis identified residue in the motor gear train and identified wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed the following. Destructive analysis determined that the screw for gear wheel number three was loose. Destructive analysis also identified residue in the motor gear train and identified wearing on the upper shaft of gear number two. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the motor stall was not determined and the pump stalled on (B)(6) 2019 at 10pm and recovered on (B)(6) 2019 at 10:21am. The device is being returned and the tracking number was provided. No further complications were reported or anticipated.